Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 16 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 3011270181-2020-00046 for the first report it was reported that the "pre-filled control balloon maintains the cuff tightness before intubation, and after intubation the patient's air escapes and the cuff leaks. At the last intubation, two tubes from this series were used and both experienced this problem." "Replacement of the intubation tube and intubation through the mouth is planned...visible swelling in the mouth and throat [was noted]¿the tube was removed due to a leak in the cuff (functional cuff before intubation). Another intubation with a new tube was performed - the cuff was leaking again. Another endotracheal tube could not be reinserted into the trachea." Airway patency was maintained with a laryngeal mask until naso-tracheal intubation was performed. 500ml gelaspanu, hydrocortisone 200mg and theospirex 200mg were additionally given.

Manufacturer narrative:
A review of the device history record was not performed as a definitive lot number was not provided. Per additional information received, it was determined that the lot number initially reported was not necessarily the lot involved in the reported event. The lot number was not documented in the patient's medical records and the customer provided a lot number of product that was still in their possession. The actual complaint product was not returned for evaluation. Photos of labeling of representative product were provided, but no photos were received of the actual complaint product. Root cause could not be determined. All information reasonably known as of 04 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 22-jul-2020 indicated that the patient's medical records had product reference number 35217, but no documented lot number.